Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Customer reported that an IV flagyl was hung as a secondary infusion. The user observed the secondary fluid back up into the primary fluid bag resulting in a delay of medication administration to the pt. No pt harm occurred. No add'l info was available.